Event description:
The following description of the event was documented by a carefusion field service representative. "No audible alarms. The problem was found during testing."

Manufacturer narrative:
Root cause diagnosis: avea gas delivery engine (gde) pn: r16650 sn: (B)(4) was received into the carefusion factory service department for investigation. The gas delivery engine (gde) was installed onto the avea test station avs-1 and was tested per test (B)(4). The gas delivery engine (gde) passed all 3 tests. The factory service technician then turned off the air source and the o2 and the following visual alarms were displayed: loss of gas, not ventilating, safety valve open, apnea interval and loss of air but there was no audible alarm. The factory service technician turned on air source and o2 source and the visual alarms cleared. Confirmed customer reported allegation, the cause was isolated to the tca pcba pn: 16542 sn: (B)(4). The tca pcba was sent to carefusion failure analysis lab for further investigation. Failure analysis: avea tca pcba pn: 16542 lot be001811 (pcb pn: bc1210-01085s rev ag) was received from factory service for further investigation. After installing the tca pcba onto tca test fixture and powered on. The primary audible alarm did not function although the back-up audible alarm did function. After a visual inspection ic u36 was found physically damaged due to internal electrical failure. After replacing the ic with a known good ic, the tca pcba was again retested and the primary audible alarm is now operating. Findings/root-cause: defective component ic u36 on the tca pcba.

Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the device, verified the complaint and determined that the root case of the reported event was a malfunctioning gas delivery engine (gde). The carefusion field service representative replaced the gas delivery engine (gde), also replaced the secondary alarm pcba as a precaution and ran the device through a complete checkout per the service manual to ensure that it meets factory specifications. Upon completion the device was returned to the customer's control ready to be placed back into service. The alleged faulty gas delivery engine (gde) was returned for evaluation. The carefusion factory service technician verified the reported event and determined that the root cause of the failure of the gas delivery engine (gde) was a faulty tca pcba inside the gas delivery engine (gde).